Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the mitral stenosis and recurrent mitral regurgitation cannot be determined. The reported hypertension and heart failure are the result of the mitral stenosis. The reported patient effects of hypertension, mitral regurgitation, mitral stenosis, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis, recurrent mitral regurgitation (mr), hypertension and heart failure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was implanted, reducing mr to a grade of 2+. It was noted that the mean pressure gradient was 5mmhg. On (B)(6) 2019, the patient returned to the hospital and echocardiogram showed the mean pressure gradient had increased to 15mmhg and mr had increased to 3+. Due to the high mean pressure gradient, the patient also experienced pulmonary hypertension and heart failure. On (B)(6) 2019, the patient underwent mitral valve replacement surgery. No additional information was provided.